Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/18/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/30/2015 with the following findings: during testing, the pump powered on to a blank display screen. The pump was opened and the display was found to be cracked. A test screen was installed and displayed normally. Unrelated to the original complaint, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.